Manufacturer narrative:
The returned device was evaluated. During evaluation smoke and heat damage to the ac unit and the surrounding area on the casing was found. Due to the damage on the ac inlet, did not attempt to plug in ac power. The power entry module was found to be defective which led to the inability of the device to have power and possibly smoke when the ac power was plugged into the unit. The power entry module was replaced and the unit functioned as designed.

Event description:
It was reported that the machine is not getting power on. There was no known impact or consequence to patient.